Event description:
It was reported that the device was explanted after implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a failed ring repair. Per the operative report of (B)(6)2010, "attempts were made initially to contemplate repair of this. However, after ring had been placed, it was obvious that these leaflets were so fibrotic that they did not move." The decision was made to replace the valve. It was also noted in the health-care provider's response that the patient had expired. The date of death was not provided, however, it was learned that the cause of death was heart failure. No other details were provided.

Manufacturer narrative:
(B)(4) = failed ring repair.device not returned.this event was learned through implant patient registry. Through follow-up with the health-care provider via fax, a response and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2000 ohms. The patient's clinic was made aware of the situation and handle device follow-up internally. At this time, no further information has been made available.